Manufacturer narrative:
Results: no samples were returned in support of this complaint, however a photograph was provided which confirmed the reported defect. Visual evaluation of retention samples did not identify any issues relating to the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6235560. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel had no separation of gel resulting in little or no serum during spinning of tubes. No injury or medical intervention reported.